Manufacturer narrative:
The customer¿s report of internal leaking in the smartsite set was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no leaking. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak was observed from the needle free access device after an infusion was commenced with a power injector at 4-6mls/s during a CT scanning case. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.